Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. There are no details available surrounding the patient's passing. Per clinical review of the patient's continuous ECG recordings, on (B)(6) 2021, the patient was in sinus tachycardia at 110 bpm with electrode lead fall off. At 13:58:24, the rhythm degraded to vt at 120 bpm with CPR/electrode lead fall off. The rate was below the patient's physician prescribed treatment threshold, preventing the lifevest from delivering a treatment at this time. At 14:02:09, the rhythm degraded even further to vf with CPR/electrode lead fall off. CPR artifact obscured the rhythm and prevented the lifevest from delivering a treatment during this time. At 16:00:38, the rhythm slowed to vt at 140 bpm with CPR/electrode lead fall off. The rate was below the patient's physician prescribed treatment threshold, preventing the lifevest from delivering a treatment at this time. At 16:10:22, the rhythm transitioned to sinus tachycardia at 110 bpm. At 17:09:03, the rhythm degraded to vt at 110 bpm, below the patient's physician prescribed treatment threshold. The rhythm then slowed to an idioventricular rhythm at 90 bpm with electrode lead fall off until the device shutdown at 19:51:51. Reporting this event out of an abundance of caution as it is not known who was attempting CPR on the patient during the treatable arrhythmias.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.